Event description:
Hcp reported the patient had complained of decreased efficacy of the medication the day after a pump refill had been performed. The hcp had not performed a bridge bolus after the changes were made. She stated she just programmed the new drug concentration and new daily dose. The hcp was given information from the manufacturer about the fact that the patient was underdosed and how to calculate the necessary bridge bolus. Both the physician and 2 home healthcare agencies were contacted for follow up information regarding this incident. Neither had any information on the patient outcome. A follow up report will be sent when additional information is received.